Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-12726. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. There was no pericardial effusion (pe) at baseline. A watchman® access system (was) along with a non ¿bsc pigtail catheters were deep seated into the left atrium. The pigtail catheter was removed and a 24 mm watchman laa closure device & delivery system (wds) was advanced. Upon deployment of the closure device they did not see a pe, pressure changes or rate changes. A sweep was performed and they noticed a small pericardial effusion that continued to progress. The closure device was released and pass criteria was met. A pericardiocentesis was performed removing 200 ml of blood. The patient was stable and was held overnight. The patient currently remains in stable condition.